Manufacturer narrative:
Additional information received on (B)(6) 2019 that the event occurred during testing at our facility. The pump didn't fail with the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition and the screen was scratched. On power-up the pump alarmed error codes 1260 and 1840. The investigation determined that corruption of the memory of the circuit board was the cause of the reported issue. The circuit board and screen were replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed last error code 1840 and then error 1260. It was also reported that the pump had lens damage. No adverse effects were reported.